Event description:
It is reported by a nurse that the product would not stick or stay in place after one (1) or two (2) days use as a treatment modality on an unspecified number of different patient.

Manufacturer narrative:
The product was removed and replaced by a competitor's product. The nurse illustrated the issue to the company representative by applying a couple of dressings to her arm. The company representative confirmed that the dressings fell off very easily. There is one (1) additional case associated with this product; therefore a separate FDA form 3500a has been generated to address the other case. Based on the available information, this event is deemed a reportable malfunction. There were no reports of the patient being harmed as a result of this malfunction. No additional patient/event details have been provided to date. A return sample for evaluation is not expected the lot number was not provided. Should additional information become available, a follow-up report will be submitted. (B)(4).